Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro codes: dzi, erl, hbe. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Facility reports during a metacarpal fracture procedure, the k wire attachment would not secure the wire. Surgeon used another attachment to complete the procedure with no further problem, no harm to patient. No delay in procedure was reported.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal component wear from use over time.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has not been returned at this time.